Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had discomfort at the battery pocket. States ¿battery tips outward. Patient had a replacement done on (B)(6) 2021 that may have contributed to issue. Revision is was done today. Battery was moved from the left flank to the right flank.